Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12177. It was reported the patient was experiencing uncomfortable stimulation after falling out of the bed. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention wherein the lead and ipg were explanted and replaced. Effective therapy was established.